Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 2 months after the dental implant was placed in ada site 7 in the mouth, the implant had not achieved osseointegration. Clinician reports trauma, mobility and fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 2 months after the dental implant was placed in (B)(6) site 7 in the mouth, the implant had not achieved osseointegration. Clinician reports trauma, mobility and fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)